Manufacturer narrative:
Test strip lot # 1020313213, exp date: 08/2015. Control solution lot: 1030313121 range: 87-127 mg/dl. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical on (B)(6) 2014 by the consumer's husband that, "two weeks ago his wife received a false reading of 110 mg/dl and passed out from being very low and the paramedics had to be called". During the call to customer support, the consumer's husband declined to provide any further info regarding the reported event. The meter and test strips will be returned for evaluation.